Event description:
Heartmate 2 left ventricular assist device (lvad) patient presents with subdural hematoma after striking head due to fall. Patient was on aspirin 325 and coumadin therapy at the time. Incision and drainage (inr) was 2.2 on admission; reversed. Patient was initially made do not resuscitate (dnr) by his family, which was later rescinded. Patient experienced seizures due to the bleed, requiring antiepileptic medications. Fifteen days after admission, a repeat brain CT was performed due to worsening mobility which found expansion of the bleed, with shift. Patient required urgent craniectomy. He was discharged 32 days after admission. Coumadin and aspirin were not resumed.